Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the water chamber. The patient alleged an aortic valve replacement and placement of a pacemaker was caused by the device. Additionally, the patient alleged that the plastic element going to the device is not hygienic and was causing harm to their lungs. The patient used dish water to clean their device once a week. A pms clinical expert assessed the severity and determined this issue was not related to the device and is not a reportable injury. The information was listed as past medical history/underlying conditions. The reported visualization of particles would be reportable only for possible device malfunction and is unrelated to the reported harm. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. The patient stated that they would not be returning the device for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned.